Event description:
Patient reported she had synvisc shot to her right leg on (B)(6) 2024. A week later, she had the shot in her left leg. She had an adverse reaction to the shot causing severe pain, swelling and a complete shutdown of her body when she goes to bed. Patient stated she had been using this shot for over 8 years and this is the first time this has happened. She contacted her doctor but could not get an accurate response. As of now her pain is so bad she can barely move. Pt codes: 1994, 4577. Device code: 4001. Ref report: mw5178175.